Manufacturer narrative:
The retained samples were inspected, and no abnormal were found..actual device not returned; failure unconfirmed. This incident has been evaluated as not a mandatory reporting event. However, given that the initial reporter has submitted an MDR report to the regulatory authority .in order to ensure the completeness and consistency of the information in the FDA database and officially respond to customer feedback, (B)(6) has decided to proactively conduct an MDR report to provide the manufacturer's investigation conclusion and complete the compliance closed loop. This does not mean that the manufacturer acknowledges that the incident has reached the mandatory reporting standard.

Event description:
On 20feb2026, customer complaint was received on 20051 novaplus button newborn-1.0mm. Customer complained. That the heel stick device did not retract as it was supposed to causing an rn to be stuck with lance and requiring additional blood work for patient